Manufacturer narrative:
The returned product was evaluated. Internal fluid damage was observed, the cause of the leak could not be determined. Inspection of the device found damage to the commutator cap. One of the cam fingers was bent upward, causing it to not lay flat against the ratchet gear. The downloaded data showed a hazard alarm indicating a rotational sensor malfunction occurred.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle deployed late or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Changing your pod; chapter 3 / pages 33: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose; chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that the needle deployed 20 minutes late. Her blood glucose read 273mg/dl at the time. The pod was worn for 45 minutes.